Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was not capturing and the patient was experiencing diaphragmatic stimulation. Therapy was turned off and this lead was abandoned. There were no other adverse patient side effects reported. Should additional information become available, this event will be updated.